Manufacturer narrative:
Clinical investigation: a temporal relationship between the adverse events of patient experiencing chest pain, syncopal episodes leading to a hospital admission for respiratory failure due to fluid overload and the report of not tolerating pd well including having issues with drainage and the liberty cycler exist. The adverse events were attributed to the patients¿ report of increased fluid intake over recent days and issues with ultrafiltration with pd therapy. During the hospitalization the patient received urgent pd therapy and hemodialysis (details are unknown) to resolve the issues. The association with ccpd treatment using the liberty cycler and the subsequent adverse events of respiratory failure, fluid overload and the need for hospitalization for resolution cannot be ruled out.

Event description:
A peritoneal dialysis patient reported the cycler displayed an unknown alarm regarding the heater tray, was not properly draining and had low uf volumes. The patient states she was in the hospital last week, due to fluid build up. While she was hospitalized, she successfully completed treatments and draining utilizing the hospital cycler. The cycler will be replaced.

Manufacturer narrative:
The actual device was returned to plant manufacturing for evaluation. The internal, visual inspection showed that there were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. Visual inspection of the returned cycler interior showed dull, pump pneumatic tubing and a slight brown discoloration on the hp2 filter. The front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. The cause of the encountered discoloration could not be determined. The device history review (DHR) on 10/25/2017 found no related problems.

Event description:
A peritoneal dialysis patient reported the cycler displayed an unknown alarm regarding the heater tray, was not properly draining and had low uf volumes. The patient states she was in the hospital last week, due to fluid build up. While she was hospitalized, she successfully completed treatments and draining utilizing the hospital cycler. The cycler will be replaced.